Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. During disassembly of the device to determine root cause, the technician observed water damage within the device. Due to the condition in which the device was received, root cause analysis could not be performed. The device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.